Event description:
During a procedure using the contour genesis system, a pt developed a burn. The caller described the burn as a third-degree burn about 1 cm round. The caller indicated that the probe had "overheated".